Manufacturer narrative:
On 07-apr-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head on toothbrush. No longer stays securely attached. - oral-b [device breakage]. Brush head comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed securely attached to the oral-b toothbrush and came loose mid-brushing. No injury was reported. On 27-feb-2025: case update from information initially received on 19-feb-2025 via pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported. On 27-feb-2025: case update: the suspect product lot was 2cb92331439. The concomitant product lot was p1110. No injury was reported. On 19-mar-2025: case update from information initially received on 27-feb-2025: the suspect product was oral-b rechargeable toothbrush handle 3766 pro. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head on toothbrush... No longer stays securely attached - oral-b [device breakage]. Brush head comes loose - oral-b [device connection issue]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head no longer stayed securely attached to the oral-b toothbrush and came loose mid-brushing. No injury was reported.